Event description:
It was reported that placement of the proglide sutures were attempted in the right common femoral artery using the preclose technique prior to a abdominal aortic aneurysm procedure (aaa). Reportedly, a cuff miss occurred. A second proglide was used to achieve hemostasis. The arteriotomy was 6fr sheath. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the body of the device was returned for evaluation. The plunger, cuffs, link, needle tip and monofilament were not returned, which may have aided in the investigation. The reported event of a cuff miss was not confirmed because some key components were not returned. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.